Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was identified as being faulty. A third party vendor was engaged by the customer to perform the repairs.